Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "possible rupture." Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side "possible rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which broken striated in the anterior consist in the use of some surgical tool. Based on the device analysis the final assessment is: a striated broken on anterior side due to surgical damage.